Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) a blood glucose (bg) level of 349 mg/dl; cause related to a pump malfunction. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump without further issues